Event description:
When asked about the patient's increased seizures due to a settings change, the physician reported that as he recalled, the patient could not tolerate the higher settings so stimulation intensity was reduce. The physician didn't think seizures got better with the higher settings. No further relevant information has been received to date.

Event description:
It was reported by the patient's father that when the patient's autostimulation was raised to 2.5 ma, the patient started having more seizures. As a result, the patient's autostimulation output current was programmed back down to 2.25 ma. The physician's office reported that the patient had reported to them that when the autostimulation was turned higher, they had more seizures. The patient also reported that the seizures returned t normal after the autostimulation was turned back down to 2.25 ma. The physician reported that diagnostics were okay and that the family didn't report any external contributing factors. The office was unsure whether the increased seizure rate at the higher autostimulation output current was better than pre-vns levels. No further relevant information has been received to date.